Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an implanting physician in this geography has concern with premature battery depletion of boston scientific's dual chamber implantable cardioverter defibrillator (ICD)'s in patient's who exhibit a high burden of atrial fibrillation with rapid conduction. Electrogram storage has caused a signification battery drain resulting in reprogramming off, the associated atrial leads. No specific model-serial combinations were provided by this physician and field follow-up was unable to identify the devices of interest.